Event description:
It was reported that bd alaris smartsite low sorbing extension set cracked. The following information was received by the initial reporter with the following verbatim. Nurse discovered a crack in the filter while infusion was running. Fluid ended up leaking onto the floor as a result.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
It was reported by customer that nurse discovered a crack in the filter while infusion was running. Fluid ended up leaking onto the floor as a result. One sample was provided by the customer for quality evaluation. Unfortunately the sample was lost during transit and a failure investigation could not be conducted. A root cause was not determined due to the sample being lost in transit. A device history record review could not be performed because the lot number is unknown.